Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the handle would not release on the clip applier. New device was used to resolve the issue. No patient injury.